Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in unit 12a during an infusion of amiodarone at a rate of 16.7 ml/hr. It was also reported that the solution infusing was room temperature. Furthermore, it was reported "started infusion at 1:30 am today", "2c8541 with amiodarone primary infusion - acceptable head height, no kinks or abnormalities with IV tubing." It was reported that there was no patient injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter is continuing to investigate the reproted event.